Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-16031. It was reported that an asymptomatic patient presented with high capture thresholds and high impedance measurements exhibited by their atrial lead. The lead also exhibited noise. Lead was capped and replaced on (B)(6) 2020. The patient's implantable cardioverter defibrillator was also prophylactically explanted and replaced due to it being apart of an advisory. No malfunction was noted on the device. Patient was stable after the procedure.